Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID: 3889-28, lot# va0c8yt, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the reason for the call was to report events with her interstim therapy and possibly find help to get her therapy working to help her symptoms. The patient has urinary stress frequency and also has anal. The patient said it was her whole pelvic floor. The patient said the second stimulator (implanted on (B)(6) 2014) worked better for a couple of days until it had a short. The patient does not have the shocking and jolting with the second system. The patient has tried all 4 leads(programs), 3 different levels, she stayed on each one for a week or two, tried doing everything she could and nothing helped her symptoms. The patient said she has tried to schedule an appointment with the representative at the doctor's office but the hcp's(healthcare provider) office told her they don't test at that doctor's office anymore. She would have to schedule it herself and they gave her manufacturer phone number. The patient states dissatisfaction with their hcp service. The caller states dissatisfaction with their field representative's service. The patient reports a loss of therapeutic effect. The patient said she knows her system was not working because she has no urge and it will start leaking. The patient was back to buying pads and almost diapers, it was stressful and she was going through financial hardship. The patient said "I'm (B)(6). I'm now on total disability and this was very stressful."

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a loss of therapeutic effect. The therapy was not working for the past 2 months and the patient's symptoms had gotten worse over the past couple of days. The patient had tried all 4 programs and none of them were working. The patient had some weight gain, 30 lbs, since the most recent implant in (B)(6) 2014. The patient would call back after their appointment. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.